Event description:
Healthcare professional later confirmed lymphoma-alcl. Histopathological markers cd30 positive and alk negative were provided.

Manufacturer narrative:
The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The events of lymphoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma and seroma-late.

Event description:
Regulatory agency forwarded report from explanting physician which reported "right breast seroma" and "difficult cytology analysis but conclusion cd30 positive alcl." As not all necessary pathological markers are confirmed, this is a suspected case of alcl. Patient was treated with capsulectomy and implant removal.